Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a compromised forced sensor alarm and that the insulin was squirting out during manual prime. The drive support cap is sticking out. The customer's blood glucose was 176 mg/dl. The insulin pump is not returning for analysis.